Event description:
It was reported that wire broke and was removed through snaring. An unknown guidewire was selected for use. During the procedure, it was noted that the wire broke. The broken wire was snared out of the patient which prolonged the procedure. No further patient complications were reported. It was further reported that an unknown fathom guidewire was used in a hepatic angiogram. The issue occurred with zero resistance.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2024 as the exact event date was not reported. Corrected e1: initial reporter facility name. Corrected e1: initial reporter address 1. Corrected e1: initial reporter zip/post code. Corrected f10: device code. Corrected g1: MFR site facility name. Corrected g1: MFR site address 1. Corrected g1: MFR site city. Corrected g1: MFR site country.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 01/01/2024 as the exact event date was not reported.

Event description:
It was reported that wire broke and was removed through snaring. An unknown guidewire was selected for use. During the procedure, it was noted that the wire broke. The broken wire was snared out of the patient which prolonged the procedure. No further patient complications were reported.